Event description:
A patient of unknown age and gender present for a percutaneous transluminal angioplasty procedure. During the procedure the pta balloon was dilated to 20 atms when the physician noted that balloon burst. When the physician removed the device from the patient the physician noted that the catheter appeared to have separated from the balloon at the bond surface. The procedure was successfully completed without further complications. There was no report of harm or injury to the patient due to this product problem.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The device involved in the incident has been returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).